Event description:
It was reported that the pacemaker system is suspected to be exhibiting spring contact issues due to abrupt changed in right ventricular (rv) lead and right atrial (ra) lead impedance measurements. This ra lead impedance showed high out of range measurements which lead to lead safety switch (lss). Technical services (ts) was consulted and recommended reprogramming options. The pacemaker system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).